Manufacturer narrative:
H3 device evaluation - evaluation of the returned 39-ch-0008 / offset ratcheting torque handle lot 11485gb021 found the torque release to be within the 106 in/lbs +/- 10% design specifications. A review of the ratcheting handle other than the prior review by quality identifying that it was within specification did not yield any new findings. The ratcheting handle's ability to attach, ratchet in both directions and remain fixed when in that setting all support proper function of that device. Review of device history records found twenty-two (22) pieces of lot 11485gb (serialized 1 thru 22) released for distribution on 2/19/2016 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2024-00005-1 I 00006-1).

Event description:
It was reported that an l4-l5 posterior lumbar fusion was performed on (B)(6) 2023, utilizing the reform pedicle screw system. In the final step, the doctor retrieved the standard torque handle (39-ch-0008) with a standard shaft (39-rd-0060). The initial left and right side screws were (39-sb-6540 & 6545) were solidly placed in all four (4) pedicles. Four (4) modular polyaxial tulip assemblies (64-mt-0403) were then attached. A 40mm rod (63-lt-5040) was placed in the tulip. Set screws (39-ls-0100) were then placed down the l4 tulip until force was initiated that would result in the force limit on the torque limiting handle to release. Upon making the final forced turn, the shaft of the driver sheared off in the set screw. The doctor was able to retrieve the broken metal. The handle/driver combo was then exchanged from a back-up tray and all four (4) set screw functioned correctly. There was no delay to the procedure resulting from the reported malfunction.

Event description:
It was reported that an l4-l5 posterior lumbar fusion was performed on (B)(6) 2023, utilizing the reform pedicle screw system. In the final step, the doctor retrieved the standard torque handle (39-ch-0008) with a standard shaft (39-rd-0060). The initial left and right side screws were (39-sb-6540 & 6545) were solidly placed in all four (4) pedicles. Four (4) modular polyaxial tulip assemblies (64-mt-0403) were then attached. A 40mm rod (63-lt-5040) was placed in the tulip. Set screws (39-ls-0100) were then placed down the l4 tulip until force was initiated that would result in the force limit on the torque limiting handle to release. Upon making the final forced turn, the shaft of the driver sheared off in the set screw. The doctor was able to retrieve the broken metal. The handle/driver combo was then exchanged from a back-up tray and all four (4) set screw functioned correctly. There was no delay to the procedure resulting from the reported malfunction.

Manufacturer narrative:
H3 other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2024-00005.